Event description:
Clinical trial. Same case as MFR #6000089-2007-00978. It was reported that post index procedure, the patient had a target vessel revascularization (tvr). The patient presented to the index procedure with an acute myocardial infarction. The index vessel treated 2 target lesions. Target lesion 1 was in the mid right coronary artery (rca). The lesion was 3 mm wide, 12 mm long, and 95% stenosed. The physician predilated the lesion prior to placing a 2.5 x 8 mm taxus express2 stent. Residual stenosis was 0%. Target lesion 2 was in the distal rca. The lesion was 2.5 mm wide, 10 mm long, and 70% stenosed. The physician direct stented the lesion using a 2.5 x 16 mm stent, overlapping the 2.5 x 8 mm taxus stent. Residual stenosis was 0%. The patient received bivalirudin during the procedure. The patient was discharged 4 days later on aspirin, plavix, statin, enalapril, propranolol, captopril, and glibenclamid. On day 426, the patient returned for a 13 month follow up. The patient had a positive stress test and was experiencing angina. Angiography confirmed bilateral edge in-stent restenosis. The distal edge of the stent received plain old balloon angioplasty (poba and another manufacturers stent was placed proximally, overlapping the taxus stents. A new lesion at the ostial rca was also treated with a taxus stent. The event resolved and the patient was discharged one day later on aspirin and plavix. The patient was on aspirin and plavix at the time of the event. In the opinion of the physician, there is a definite relationship between the stent and the isr/tvr.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.